Event description:
It was reported that a pump malfunction occurred after it was placed next to a stud finder, displaying malfunction code malf 24 which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to use multiple daily injections (mdi) as a backup therapy and received instructions on how to put the pump into storage mode before returning it. Technical support also confirmed shipping details and sent a replacement pump, advising the customer to reprogram the pump settings and connect their continuous glucose monitor to the new device. The customer acknowledged all instructions, including returning the faulty pump within 10 days to avoid charges.